Manufacturer narrative:
Device evaluation: product not returned, photos not provided and x-rays not provided. Device evaluation unable to be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to operational factors, patient factors, or post-op care factors. The complaint description mentions that the patient suffered an injury, which may have contributed to this event. DHR review: DHR unable to be reviewed as lot number is not known. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the patient presented with neck pain after injury. X-rays showed some heterotopic bone anterior to the device nearly bridging the interspace. Flexion extension radiographs demonstrated good motion of the segment. There was no medical care provided in relation to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient presented with neck pain after injury. X-rays showed some heterotopic bone anterior to the device nearly bridging the interspace. Flexion extension radiographs demonstrated good motion of the segment. There was no medical care provided in relation to this event.